Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's identity, age, sex and weight are unknown. Medical history is unknown.

Event description:
Per complaint (B)(4), implant failed to integrate. Ther was no patient impact noted.